Event description:
Procedure: unk. Gender: unk. According to the reporter: after insertion, the balloon didn't inflate properly in the abdomen. No additional information available at this time.

Manufacturer narrative:
(B)(4).